Event description:
It was reported to philips that intermittently the wired foot switch did not work. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue occurred while the system was in clinical use. The procedure was completed as planned. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer, who claimed that the wired footswitch was not sensitive and requested a replacement. A replacement footswitch was sent to the customer and the defective footswitch was returned for analysis. No onsite service was provided. Failure analysis of the defective footswitch found that both of the microswitches of the exposure pedal of the footswitch had failed. When pressed, the switches could be heard clicking, but x-ray was not always enabled after the footswitch was pressed. The faulty microswitches were confirmed to be the root cause of the reported event. After the footswitch was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.